Manufacturer narrative:
An event of patient death due to cardiogenic shock, aortic stenosis with regurgitation, coronary atherosclerotic heart disease and hypertension was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated the patient had a comorbidity of (B)(6).

Event description:
On (B)(6) 2017, biocor stented porcine valve w/ flexfit system was implanted to replace aortic valve. On (B)(6) 2019, the patient expired suddenly due to cardiogenic shock, aortic stenosis with regurgitation, coronary atherosclerotic heart disease, hypertension and (b))(6).